Manufacturer narrative:
H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. H4. Device mfg date: the reported lot# 4246109 was not found for the reported catalog# 100/812/070 in the system; therefore, the manufacturing date could not be confirmed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the diameter of the sub cannula was not compatible with thick secretions, found at the mark at 7.0 of the tracheostomy tube. The event occurred in the cti/uti and the patient was in rehabilitation. There was no patient harm/adverse event reported.

Manufacturer narrative:
No device was received for investigation. Therefore, we are unable to determine the reported complaint. If we receive the device, we will reopen the investigation for further evaluations. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.